Event description:
It was reported that stent damage occurred. The 95% stenosed, 4.0mmx38mm target lesion was located in a bifurcate part of the moderately tortuous and severely calcified of the left main artery. A 4.00 x 38mm synergy ii drug-eluting stent was advanced; however, it was noted that the struts were lifted and deformed. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid-stent damage, with stent struts lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage.a visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 4.0mmx38mm target lesion was located in a bifurcate part of the moderately tortuous and severely calcified of the left main artery. A 4.00 x 38mm synergy ii drug-eluting stent was advanced; however, it was noted that the struts were lifted and deformed. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.